Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital after receiving multiple inappropriate shocks due to misdiagnosis of supra ventricular tachycardia (svt) as ventricular tachycardia (vt). Upon interrogation on (B)(6) 2019, it was noted that the implantable cardioverter defibrillator triggered an alert for capacitor charge time limit reached. A manual capacitor maintenance update was performed, and the charge time was in normal range. No intervention was performed, and the device will continue to be monitored. The patient was stable post interrogation and will continue to be monitored.